Manufacturer narrative:
H10: internal complaint reference number: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an extracapsular tonsillectomy using a coblation device, the surgeon went through the carotid artery twice in one of the tonsil beds. This child subsequently lost approximately 3 liters of blood and was no more than 2 minutes away from passing away. Another surgeon was on hand to ligate the carotid arteries attached to the tonsil to other surrounding vessels through the child¿s neck and the child had recovered from this surgery. The procedure was completed with a surgical delay greater than 30 minutes and with a change in surgical technique. No further complications were reported.

Manufacturer narrative:
H6, health effect - impact code updated. H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review, a complaint history review, risk management review and instructions for use review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A clinical review states that a procedural vs user error was the likely cause of the reported adverse event and not a malfunction of the s&n device, but an anatomical anomaly was not reported. The instructions for use does warn safe and effective electrosurgery is dependent not only equipment design, but also, to a large extent, on factors under the user¿s control. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.